Event description:
It was reported that the his bundle lead exhibited intermittent loss of capture as noted on holter monitor. The lead was reprogrammed, later explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.